Event description:
A healthcare worker complained of a cut from a cyclesure biological indicator vial. Attempts have been made to obtain additional info regarding this event, but the facility has refused to provide further info.